Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope had error message e226 (scope communication error). There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the charge coupled device (r-unit) was broken, the video cable was broken, no image was displayed or the resolution was inadequate, and scope error b31. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be identified. Additionally, the no image was due to the video cable was broken, which led to scope error b31, and the inadequate resolution was due to a broken charge coupled device (r-unit). The other additional malfunctions identified during the investigation is traced to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.